Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2013 with the following findings: the original complaint could not be duplicated or confirmed. The display was dim and discolored. The contrast was set to high and the display did not improve. Unrelated to the original complaint, there was a hole in the bolus button. The ok, up arrow and down arrow buttons had an intermittent response. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display screen was dim and unable to read in the light. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.